Event description:
It was reported that stuck in stent occurred. The target lesion was located in a mildly tortuous coronary artery. During a percutaneous coronary intervention, an opticross imaging catheter was used. This catheter was used to evaluate the dilation after synergy placement. Sufficient dilation was observed by ivus. The stent was well apposed to the vessel wall and fully opened. But the lesion was slightly bent so when the opticross was removed through the bent portion in the lesion it got stuck. To remove the opticross, a microcatheter was inserted in parallel with the opticross and the stuck portion was pushed by the microcatheter. By doing that, the issue was resolved and the opticross was removed fully intact. There was no damage to the stent. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that stuck in stent occurred. The target lesion was located in a mildly tortuous coronary artery. During a percutaneous coronary intervention, an opticross imaging catheter was used. This catheter was used to evaluate the dilation after synergy placement. Sufficient dilation was observed by ivus. The stent was well apposed to the vessel wall and fully opened. But the lesion was slightly bent so when the opticross was removed through the bent portion in the lesion it got stuck. To remove the opticross, a microcatheter was inserted in parallel with the opticross and the stuck portion was pushed by the microcatheter. By doing that, the issue was resolved and the opticross was removed fully intact. There was no damage to the stent. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: investigation was completed. A kink was observed in the imaging window assembly in the distal end. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced.